Manufacturer narrative:
Product event summary: a pump and outflow graft with unknown serial numbers were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that intravenous anticoagulation was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the reported event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ pump, medical device: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: (B)(4). Device available for evaluation? No. Device mfg date: unk. Labeled for single use? Yes . (B)(4). This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for dark, maroon-colored urine and escalating heart failure symptoms for the last 3-4 months. The patient met inclusion criteria for pump thrombosis with progressive heart failure symptoms, hematuria, elevated lactate dehydrogenase (ldh), increase in creatinine, elevation of total bilirubin, acute anemia due to hemolysis, and documented power demands. Computerized tomography (CT) identified a thrombus in the outflow graft. The patient was treated with intravenous (IV) anticoagulation. The ventricular assist device (vad) was transplanted. No further patient complications have been reported as a result of this event. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.